Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away at the center and slightly lifted at the tip of the jaw. The wire was still attached in place at the base and tip of the jaws. Tissue and char buildup was observed on the jaws. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for ¿device remained activated¿ was unable to be confirmed. But was confirmed for the both the analyzed failure "peeled" and "bent-wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not shut off energy to the device cutting jaws. This resulted in the device over heating in the patient. The device was retracted back into the harvest cannula and then unplugged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not shut off energy to the device cutting jaws. This resulted in the device over heating in the patient. The device was retracted back into the harvest cannula and then unplugged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.